Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery during a bolus attempt and that he was unable to clear the alarm. The patient's blood glucose at the time of incident was 420 mg/dl, which he treated via insulin pump bolus. Troubleshooting could not occur since the alarm would not clear. The patient mentioned that his keypad may have become unresponsive. The insulin pump was not returned for analysis.